Event description:
It was reported that the insulin pump alarmed no delivery during set change. Customer's blood glucose levels were not included in the report. Customer was unable to troubleshoot at the time of the call. Advised customer to do a complete set change as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.